Event description:
It was reported that the force sensor system of the customer's insulin pump was compromised. The customer's blood glucose levels are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test, excessive no delivery test, self-test or a21 error test due to a33 alarm. The insulin pump passed the displacement test and currents test. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, minor scratched, cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)